Manufacturer narrative:
Patient information was unavailable from the site. Device UDI not provided as this product is no longer manufactured. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the navigation system became unresponsive following registration. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.